Manufacturer narrative:
Based on the current information provided, the root cause of the postoperative complication cannot be determined or is unknown. Isi has requested the stapler reload for failure analysis investigation but at this time it has not been returned. If additional information is received, a follow-up MDR will be submitted isi conducted a stapler log review. The logs showed that sureform stapler instrument (part #480460-09, lot #l90211201-0031) was installed 5 times and fired 5 reloads (1 black followed by 4 green). All firings were completed per the logs. Firings 1, 3, and 5 had 1 pause for compression. Firing # 2 had multiple (~5) pauses for compression based on fire duration. Firing #4 had no pauses. There were no incomplete clamps by this instrument. No images/videos of the event have been provided to isi for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted sleeve gastrectomy surgical procedure, on postoperative day #1, the patient became pale and hypotensive secondary to postoperative bleeding. The patient¿s hemoglobin and hematocrit dropped. A CT scan indicated hematoma. The patient required additional hospitalization with IV fluids and further blood tests. The surgeon suspects that the bleeding was from a staple line, or the short gastric vessel, the gastrocolic ligament. The cause of the reported post-operative bleeding is unknown.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, on postoperative day #1, the patient became pale and hypotensive. The patient¿s hemoglobin and hematocrit dropped from a pre-operative values of hb-14 g/dl and hematocrit of 40 to an hb-8 g/dl and hematocrit of 26. A CT scan indicated a hematoma. The surgeon suspected the bleeding from any of the following locations: the gastrocolic ligament, short gastric vessel, the staple line, or the port. The surgeon stated he had used the vessel sealer extend (vse) instrument during this procedure. He had no issues while stapling or using the vse instrument. He discussed with his partners and realized unlike most of his partners, he uses the seamguard reinforcement. One surgeon also uses seamguard; however, that surgeon has not experienced any bleeding issues. He confirmed that the patient does not have any bleeding disorders. The patient was on standard pre-operative heparin regimen. The patient did not undergo another procedure. There was no blood transfusion rendered to the patient. As a result of the postoperative bleeding, the patient had an extended hospitalization, received IV fluids, and underwent CT scans and bloodwork.